Event description:
It was reported to nova biomedical that a consumer was admitted to the hospital with high blood glucose readings. The consumer's bd logic blood glucose meter also provided the user with high blood glucose readings. The device was performing as intended yet is being returned for eval at the request of the consumer's spouse. This event is being reported as an adverse event under the guidelines of the FDA's medwatch program. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.